Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The failure to cycle and difficult to open or close were not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case, the return device demonstrated no issues for the difficult to open or close. The failure to cycle likely occurred due to interaction with anatomy. Therefore, it is likely, the device foot was in the access site preventing the foot from closing and contributing to a failure to cycle. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4 correction: lot#, UDI# updated.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was a bilateral arteriotomy closure of the right and left common femoral arteries using the pre-close technique prior to a thoracic endovascular aneurysm repair (tevar) interventional procedure. Reportedly, a cuff miss [suture retrieval issue] occurred and the foot failed to retract with four prostyle devices. It was also noted that three prostyle devices had an improper bulge in the area where the guide is inserted; thus, they were not deployed in the patient. The sutures of two new prostyle devices were successfully pre-placed at both access sites. The sheath was upsized to a 16f sheath at both access sites and the tevar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.